Event description:
On 2/feb/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2022, and the patient¿s antibiotics were continued. The pdrn attributed causality to a breach in aseptic technique, as the patient admitted she hasn¿t worn a mask ¿in quite some time.¿ per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient has recovered from the events and continued to utilize the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A device history review (DHR) was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 2/feb/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2022 and the patient¿s antibiotics were continued. The pdrn attributed causality to a breach in aseptic technique, as the patient admitted she hasn¿t worn a mask ¿in quite some time.¿ per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient has recovered from the events and continued to utilize the same liberty select cycler without reported issue.

Manufacturer narrative:
Corrected information provided in h10. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Causality was attributed to a breach in aseptic technique, as the patient admitted she frequently failed to wear a mask as required. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 2/feb/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l) was collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every other day and ip ceftazidime 1000 mg daily. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2022, and the patient¿s antibiotics were continued. The pdrn attributed causality to a breach in aseptic technique, as the patient admitted she hasn¿t worn a mask ¿in quite some time.¿ per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). The patient has recovered from the events and continued to utilize the same liberty select cycler without reported issue.